Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening and metallosis. Additional information: litigation papers allege the patients asr hip failed to achieve proper bone ingrowth into the cup and thus failed to achieve proper fixation and that it generated excessive metal debris, which was measured in her blood, subjecting her to chemical poisoning. The patient was revised, which caused additional pain and discomfort, loss of mobility, loss of sleep, and inability to work.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening and metallosis.